Event description:
Per co rep, when initially placing a peg in 2004, the doctor pulled the peg out through the pt's stoma. The doctor made a new stoma in the pt and successfully inserted another feeding tube to complete the procedure.